Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that a ar-2324kbcc knotless swivelock eyelet broke off. This occurred during a rotator cuff repair on (B)(6) 2023 when the eyelet broke off and released the sutures. The broken fragment, and the sutures were retrieved, and the case was completed using another ar-2324kbcc. There was no patient effect reported.

Manufacturer narrative:
The complaint device was not returned; therefore, a physical evaluation of the device was not performed. The complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.